Manufacturer narrative:
Eval results: visual inspection of the cartridge showed evidence of surgical residue, and the lens was stuck in the cartridge. There was no visible damage to the delivery device. Investigation is ongoing.

Event description:
A silicone lens model aq2010v, diopter 22.5, was loaded and stuck in the cartridge. The lens was not implanted, and there was no pt injury. The facility stated there was a cartridge malfunction. An aq cartridge fp was used and the lot # is unk.